Manufacturer narrative:
No button error alarm was noted. The insulin pump had an unresponsive escape button due to moisture damage on the keypad traces. The displacement test could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked display window and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump also suspended and that they were unable to do anything. The customer's blood glucose was unknown. While troubleshooting, the customer stated the esc button was not working properly prior to the button error alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.